Event description:
A nurse reported that after intraocular lens (iol) implant surgery, a patient had to stop driving at night due to seeing starbursts around lights and had trouble with bright lights during the day. The patient complained his visual acuity fluctuated and he felt like he only saw well about ten percent of the time. The patient stated he had to look at things for a while for them to come into focus. The patient complained of floaters in both eyes, but greater in the right eye and that it was hard to see through them at times. The patient felt like the iol implant caused the floaters to be magnified. The patient complained his eyes felt like they were sunburned at times and it felt like a "dust storm." The patient applied warm compresses and performed lid scrubs twice daily and did not feel like it helped. The surgeon reported that the patient's brain was not adapting to the optics in the iol. The lens was exchanged with a different model. In a follow up, the surgeon reported that both eyes had iol's exchanged. The patient's symptoms are still improving post iol exchange. Post operative antibiotic, steroid, and nsaid drops were given to the patient. A yag capsulotomy was performed on both eyes. Limbal relaxing incisions were performed on the left eye. An unapproved viscoelastic was reported to have been used during the initial implant procedure. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information on the questionnaire indicated that a cartridge, a handpiece, and viscoelastic were used with this lens. Product history records could not be reviewed for the cartridge/handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used is not an approved viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).